Manufacturer narrative:
Reference CAPA-20-00141.

Manufacturer narrative:
Stenosis, which develops progressively over time, can be due to a number of issues. Additionally, there can be a number of potential known and unknown patient related contributing factors. Structural valve deterioration (svd) is the most common reason for bioprosthesis explants/replacements and encompasses multiple failure modes, including calcification, non-calcific degeneration, dehiscence, cusp thickening or fibrosis, or a combination of these. Such failure modes may occur singularly or concomitantly. Alternatively, nonstructural dysfunction (nsvd) may also play a role in the development of valvular stenosis. The reported event cannot be confirmed since the device remains implanted and is not available for evaluation. However, this event was most likely impacted by the progression of the patient¿s underlying valvular disease pathology with or without svd and/or nsvd. There was no indication or allegation of a device malfunction contributing to the event. The device history record (DHR) was not reviewed as the reported event does not allege a malfunction that could be related to a manufacturing deficiency and/or one was not confirmed through investigation. Edwards lifesciences will continue to monitor all reported events. No further actions are required at this time.

Event description:
Edwards received information a patient with 25mm 3300tfx valve, implanted for nine (9) years and seven (7) months, underwent valve-in-valve procedure due to severe aortic stenosis. A tavr was successfully performed with a 26mm 9600tfx valve. The procedure went well and the patient was monitored in the ICU without any complications. There was no perivalvular or central regurgitation. The gradient was normal. The patient was discharged home in good condition on pod #2. There was no allegation of a device malfunction towards the surgical valve.